Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a thrombectomy interventional procedure using a 9f sheath. It should be noted that the prostyle instructions for use, indications section 4.0 states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis or the absence of performing the preclose technique would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 1494 clarifier- indication for use.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a thrombectomy interventional procedure using a 9f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.